Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: this meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading greater than 500 mg/dl will read as a "hi" in the adc meter.

Event description:
Customer reported receiving erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of "hi" (a reading greater than 500mg/dl), and 64 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.